Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10mg/ml; 5mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2018. It was reported the patient reported hearing alarm on (B)(6). A spontaneous motor stall was noted and prolonged recovery more than 48 hours later. The catheter was patent on a dye study. The pump replaced (B)(6) 2018 and will be returned to the manufacturer. No environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient experienced increased pain. A tube set did not occur. The cause of the motor stall was not determined.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly; corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. UDI#: (B)(4). Per telemetry the pump was delivering bupivacaine 15.0 mg/ml; 879 mg/day and clonidine 150.0 mcg/m; 78.79 mcg/day. If information is provided in the future, a supplemental report will be issued.